Event description:
It was reported that this right atrial (ra) lead exhibited noise. Surgical intervention was undertaken. The lead was explanted and replaced. During laser extraction of this ra lead, the right ventricular (rv) lead sustained damage by the laser and was subsequently cut in half and explanted and replaced as well. No additional adverse patient effects were reported. The lead was retained by the hospital and will not be returned.